Manufacturer narrative:
. E3: occupation: manager the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that tr band was inflated, and air released on its own. Additional information was received on 22may2025: the procedure was a left heart catheterization. 13ml of air was inflated into the tr band when it was applied. Immediately after the procedure the tr band started to deflate. Hemostasis was achieved by a new tr band being placed. The estimated blood loss was 0.5cc. There was no noticeable damage to the device. The patient was stable and there was no patient harm.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band, inflator, and packaging label were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 12ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the check valve or balloon assembly. The sample passed leak testing. The sample was subject to additional leak testing. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 15ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. One tr band, inflator, and packaging label were returned to terumo medical corporation for assessment. The sample was subject to visual analysis and no damage or deformities were noted on the band or inflator. The sample was subject to leak testing and passed all leak testing. The check valve was deconstructed, and no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues because the returned sample passed all leak testing, and no damage or foreign matter was found in the check valve. No failure was detected on the returned device. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).